Event description:
A facility reported a cerelink sensor (ID 826851) was placed on february 9. The cerelink monitor stopped displaying the intracranial pressure (icp) readings and instead displayed a message stating that sensor needed to be replaced or disconnected. The staff attempted troubleshooting by unplugging and reconnecting the sensor, replacing the patient's lead sticker, power-cycling the monitor, and even trying different monitor, but the message continued to appear. There was a computed tomography (CT) scan performed prior to removal to confirm placement, but no post-removal CT scan was obtained. During the period of device malfunction, the nursing staff notified the neurosurgery team. Neurosurgery advised that a CT scan would only be required if the patient demonstrate neurological changes. Standard care was performed prior to the malfunction. Neurosurgery also confirmed that the device remained sutured securely in place. The sensor was removed due to failure and was not replaced. Additional information: implant location: parenchyma. Was the integra/codman icp monitor connected to a patient monitor: yes. Was the patient lead always connected: yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.